Event description:
Pt complained of pain approx. Three months following hernia repair. Pt was taken to o.r. For surgical exploration. The mesh was found to be adhered to the small bowel and omentum. The mesh was resected down from the abdomen and from the small bowel. A piece of mesh which could not be removed was left behind on the bowel. Attending opines that the pain was due to the severe adhesions.